Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial/lot number: unknown. Additional code g02005 is applicable for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid tumorectomy procedure for the thyroid gland that was being customized, a sudden big alert sound and an error message were displayed on the screen "measurements not indicated - calibration" making monitoring no longer possible. Even when stimulation was performed, the device was unresponsive. The alert sound continued to increase every few seconds with a loud sound even when the volume was reduced; it did not improve even when it was returned to the surgical setting screen. When the interface was changed from wireless to wired, the symptoms subsided, so it was used as is. The surgery was completed as issue occurred in the latter half of the surgery. The reported product was continued to be used and the procedure was completed. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial/lot number: p2402063/228299450, UDI:(B)(6). H6: previously submitted fdc code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.